Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through ipsilateral approach via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). After a guide wire was advanced to the lesion, a 2.5mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, upon the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a 2x4mm coyote balloon catheter. No patient complications were reported and the patient's status was good.